Manufacturer narrative:
Citation: catherine y. Liu marc a. Yonkers tiffany s. Liu, et al. " vascular steal syndrome, optic neuropathy, and foreign body granuloma reaction to onyx-18 embolization for congenital orbito-facial vascular malformation." Ocul oncol pathol 2016;2:185¿189 doi: 10.1159/000443507. Published on-line february 9, 2016. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through literature review that this patient experienced progressive vision loss shortly after onyx-18 embolization. It was reported this patient presented with right orbito-facial mass since childhood, consistent with a congenital arteriovenous (av) malformation. Prior to presentation, she had multiple incomplete surgical resections and embolization with another manufacture liquid embolic agent and onyx-18. The patient reported gradual, progressive vision loss shortly after onyx-18 embolization. Five months after embolization, she presented with decreased vision, disfigurement and mechanical ptosis relating to a large subcutaneous mass affecting the medial right upper eyelid and forehead. Significant exam findings included a visual acuity of 20/400 (20/60 prior to embolization), an afferent pupillary defect, and optic disc pallor. Magnetic resonance imaging (MRI) and angiography revealed a persistent av malformation with feeders from the ophthalmic artery and an absent choroidal flush to the right eye. Pathology from surgical resection showed a significant foreign body giant cell reaction to the embolization material adjacent to the vessels. It was suggested that an incomplete embolization with onyx-18 may have caused vascular steal syndrome from the ophthalmic artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.